Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft was implanted in a patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. A right femoral to popliteal bypass due to peripheral vascular disease with claudication. It was reported during the index procedure the main body esbf2514c103e was implanted successfully. (Etlw1610c124e s/n (B)(4)) was planned to be implanted as the contralateral limb. The contralateral gate was canulated and under angiogram measurements were taken to ascertain the length needed to bridge the contralateral side of the main body. This was done by counting the markers on the pigtail from the flow divider to the left hypogastric. It was deemed that the distance was 14cm (counting the first marker as zero). The physician did not want to land all the way to the left hypogastric artery, and was content to land about the 11 or 12 cm marker. The model size and expiry date of etlw1610c124e was confirmed and the device was delivered while utilizing fluoroscopy. When attempting to line up the proximal markers of the etlw1610c124e it was observed that there was only one proximal at the edge of the graft. The second marker was seen a coupleof millimetres distal to the proximal marker but above the minimum overlap marker. In addition, blood filled through the graft cover, even though the delivery device was undeployed (no sign of blue slider moving distal towards the patient feet). The delivery device was moved up and down to verify the marker under fluoroscopy. Upon this event, it was determined that the proximal markers of the etlw1610c124e was incorrect. The expectation of the markers: two markers at the proximal edge, and an overlap marker 3 cm from the proximal marker was not seen. Due to this and the blood filling through the graft cover the physician decided to remove the device and another etlw1610c124e was utilized and the evar case was completed without any issues. The ipsilateral side was extended using a etlw1610c93e, and had no issues. A type ii endoleak from an inferior mesenteric artery (ima), which was expected was observed post implant.  Per the physician the cause was possible that the device was either damaged or the graft was not properly packed inside the graft cover during manufacturing. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; it was confirmed there was no blood loss injury to the patient and the blood filling up through the graft cover was due to a leak from the delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; no deformation was noted to the handle, tip or graft cover. The graft cover was retracted and the stent graft deployed with no issues. All five markers were present on the graft in the correct position. A gap of approximately 23mm was measured between the proximal marker and overlap marker. No damage was noted to the deployed graft. Graft length measured approximately 125 mm. The reported dimensional deviation could not be confirmed through analysis of the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.